Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. A customer reported receiving an unspecified high sensor scan when compared to an adc meter. Based on the sensor result, the customer self-treated with an unspecified dose of insulin, and subsequently, the customer experienced symptoms of disoriented, momentary amnesia, seizure, and a loss of consciousness. An emergency doctor was called to the customer¿s home and was diagnosed with hypoglycemia however, there was no treatment rendered as the customer¿s glucose ¿level quickly went up again.¿ no additional information was provided. There was no report of death or permanent injury associated with this event. Sensor readings of 229 mg/dl, 230 mg/dl, and 91 mg/dl were compared to readings of 104 mg/dl, 113 mg/dl, and 32 mg/dl from the adc meter and the results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. A customer reported receiving an unspecified high sensor scan when compared to an adc meter. Based on the sensor result, the customer self-treated with an unspecified dose of insulin, and subsequently, the customer experienced symptoms of disoriented, momentary amnesia, seizure, and a loss of consciousness. An emergency doctor was called to the customer¿s home and was diagnosed with hypoglycemia however, there was no treatment rendered as the customer¿s glucose ¿level quickly went up again.¿ no additional information was provided. There was no report of death or permanent injury associated with this event. Sensor readings of 229 mg/dl, 230 mg/dl, and 91 mg/dl were compared to readings of 104 mg/dl, 113 mg/dl, and 32 mg/dl from the adc meter and the results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant.